Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1200mg/dl. It was also reported that the infusion set used at the time of the event failed to deliver insulin properly. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.